Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a large white freckle was found on the lens. There was no impact on visual function and there was no plan for iol explantation or replacement. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. A photo was provided. The photo was clinically reviewed. A slit lamp image of an undilated eye was provided with a report of, ¿large white freckle" was found in a company lens that had been implant more than 10 years ago. Circular opacities could be seen on what appeared to be the lens surface as reported. The source of the observations is not able to be determined based on the provided image, and further identification would require clinical assessment beyond this image review. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The photo review indicated that circular opacities could be seen on what appeared to be the lens surface as reported. The source of the observations was not able to be determined based on the provided image. Not enough information was provided for further investigation. Information was provided that the lens was implanted (B)(6) 2011. Information indicated that the clinic takes anterior segment photos at every visit, and there appeared to be no obvious issues with the iol in the past. However, since the photos were taken without dilation of pupil each time, it is unclear whether the issue was simply not visible due to the angle of photography or pupil size, or if it truly wasn¿t present. The patient has no symptoms; removal is not planned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., b.6. And b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there appeared to be no obvious issues with the iol in the past. However, since the photos were taken without dilation of pupil each time, it was unclear whether the issue was simply not visible due to the angle of photography or pupil size or if it truly wasn't present. The eye had only undergone cataract surgery and did not have any irregularities. Since the patient has no symptoms, removal was not planned.